Event description:
The device was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported. A lawsuit alleged the patient suffered physical and other injury as a result of the recalled lead. The patient experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective [lead]. The patient has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages. Additionally, the patient has suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective [lead] removed or replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fractured; full lead analyzed. The device is part of the advisory for this model.